Manufacturer narrative:
H6 code b13: a review of the manufacturing records indicated the device met pre-release specifications. H6 code b14: the device remains implanted and was therefore not available for engineering evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: ¿do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath after the endoprosthesis is fully introduced. To remove the gore® viabahn® vbx balloon expandable endoprosthesis, it can be withdrawn to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, neither the gore® viabahn® vbx balloon expandable endoprosthesis nor the introducer sheath should be reused. Do not attempt to pull an endoprosthesis system back into the sheath, as dislodgement of the endoprosthesis from the balloon may occur.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system (excc), gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). Instead of internal iliac component of ibe, gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was used. When delivering the vbx, a guidewire fell out from the internal iliac artery, therefore, the physician attempted to withdraw the vbx once to advance the guidewire again. The delivery catheter was removed from the patient, but the physician noticed that the constrained stent graft was dislodged inside the patient. It was found in the trunk of excc. Therefore, the physician attempted to remove the dislodged stent graft by a snare catheter; however, the attempt failed. In addition, the snare catheter caused damage on the valve of gore® dryseal flex introducer sheath, resulting in massive bleeding (approximately 1 l) from the valve and the patient fell into shock vitals. The damaged sheath was removed and another one was inserted. An occlusion balloon was inflated in the aorta and blood transfusion was performed. The patient¿s blood pressure stabilized. An aortic extender component was deployed to repair the dislodged vbx inside the aorta. Thereafter, another vbx device was implanted in the internal iliac artery successfully. The patient tolerated the procedure. The reporting physician commented as follows: the vbx was dislodged inside the 12 fr sheath at angulated site.